Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, glistenings were observed on the lens. Add'l info has been requested .

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Prod history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Add'l info has been requested. This report was mailed to FDA on 02/29/2008.